Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, it was noted that there was low pacing lead impedance and noise on the right ventricular (rv) lead. Physician performed a fluoroscopy and confirmed that there was externalization of conductor and decided to implant new lead. Physician capped and replaced the rv lead on(B)(6) 2023. The patient was in stable condition.